Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose (bg) was 390 mg/dl. Elevated bg was addressed by a manual injection. Customers was taken to the emergency room by ambulance and subsequently hospitalized. Customer was given intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on from the hospital on (B)(6) 2021.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.